Event description:
Caller reported malfunction on pump, specifically malfunction code malf 12 with fault ID 0x2071. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted caller in resetting pump, which resolved issue as the malfunction code did not recur. Customer was instructed to call back if issue reoccurs, and customer acknowledged understanding.